Event description:
An alarm was reported on the pump as alarm 16. The customer's blood glucose level was reported to have not exceeded 500 mg/dl, indicating there was no adverse impact. Attempts to reload the original and a new cartridge were unsuccessful, even after cts instructed a pump reset. Consequently, cts decided to replace the pump.